Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 had given way and failed. A field service engineer reported repeated detection issues with cubies in half height drawer 2.1, which occasionally resolved after rebooting but remained persistent. Inspection revealed faulty rails in drawers 2.1 and 2.2, with drawer 2.1 also overextending and exposing internal components. The drawer was replaced, the device rebooted, and diagnostics confirmed normal functionality. The customer successfully assigned the drawer and inventoried cubie pockets without further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station main drawer 2.1 was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station main drawer 2.1 was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.